Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, as the physician was slitting the delivery catheter, the top handle broke. The physician had to find another way to cut the catheter. The physician commented the top part of the catheter is too hard and that resulted in the inability to slit all the way through the catheter. The catheter was removed. No patient complications have been reported as a result of this event.